Manufacturer narrative:
Additional narratives: there may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. A valve-in-valve procedure carries significant risk. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 23mm aortic valve implanted for 6 year and 9 months, is being evaluated for a valve-in-valve procedure due to unknown reasons.

Event description:
It was reported that a patient with a 23mm 2800tfx aortic valve implanted for 6 year and 10 months, underwent a valve-in-valve procedure due to stenosis and regurgitation. The procedure was performed with a 23mm 9750tfx transcatheter valve.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported that a patient with a 23mm 2800tfx aortic valve implanted for 6 year and 10 months, underwent a valve-in-valve procedure due to stenosis and regurgitation. The patient presented with heart failure, sob, and dizziness. The procedure was performed with a 23mm 9750tfx transcatheter valve. The patient outcome at the end of the procedure as stable.